Event description:
Customer's daughter reported that customer's adc blood glucose meter does not show the numbers completely and sometimes they fade out. Caller further reported that on (B)(6) 2015 at 8:30 pm customer was "sweaty, cold, clammy and thirsty" so she attempted to perform a test, but the display did not show complete numbers. Caller treated the customer with three glucose tablets and star mint candy. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.